Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device does not have any visual failure. Overall length and outer diameter of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06583. It was reported that wire fracture occurred. A 330cm rotawire(tm) and a 1.25mm rotalink(tm) burr were selected for use. During preparation, the burr was loaded onto the wire without any difficulties. However, during testing, the advancer was leaking air. When the speed was exchanged from high to low speed, the wire was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06583. It was reported that wire fracture occurred. A 330cm rotawire and a 1.25mm rotalink burr were selected for use. During preparation, the burr was loaded onto the wire without any difficulties. However, during testing, the advancer was leaking air. When the speed was exchanged from high to low speed, the wire was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.